Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in right pelvic area/ physical pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), ovarian cyst ("cyst on right ovary"), iron deficiency anaemia ("iron deficient, anemia"), pain in extremity ("severe pain in legs") and anxiety ("emotional anguish"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, fatigue, ovarian cyst, iron deficiency anaemia, pain in extremity and anxiety outcome was unknown. The reporter considered anxiety, fatigue, iron deficiency anaemia, ovarian cyst, pain in extremity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in right pelvic area/ physical pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("severe pain in legs"), ovarian cyst ("cyst on right ovary"), fatigue ("fatigue"), iron deficiency anaemia ("iron deficient, anemia") and anxiety ("emotional anguish"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, pain in extremity, ovarian cyst, fatigue, iron deficiency anaemia and anxiety outcome was unknown. The reporter considered anxiety, fatigue, iron deficiency anaemia, ovarian cyst, pain in extremity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the essure devices broke during removal surgery'), pelvic pain ('pain in right pelvic area/ physical pain'), neuropathy peripheral ('neurological condition or problems: idiopathic peripheral neuropathy') and ovarian cyst ('cyst on right ovary') in a 39-year-old female patient who had essure (batch no. 922605; 904756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gout, dysthymia, vitamin deficiency, anemia, allergy, vaginal irritation, apprehension, insomnia, chest pain, joint pain, vomiting, iron deficiency, jaw pain, nausea, upper back pain, dysgeusia, bacterial vaginosis, nabothian cyst and leg pain. Concomitant products included allopurinol, buspirone hydrochloride (buspar), citalopram, escitalopram oxalate (lexapro), ferrous sulfate;folic acid (ferrous sulphate + folic acid), fluoxetine, fluticasone propionate (flonase allergy relief), gabapentin, hydrochlorothiazide (hctz), loratadine, pseudoephedrine sulfate (claritin-d allergy), losartan, meloxicam, omeprazole, sertraline hydrochloride (zoloft), verapamil and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), 3 months 23 days after insertion of essure. On (B)(6) 2015, the patient experienced myalgia ("other injury or complications: pelvic floor myalgia"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginitis;"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), pain in extremity ("severe pain in legs"), fatigue ("fatigue"), iron deficiency anaemia ("iron deficient, anemia"), anxiety ("emotional anguish"), gastrooesophageal reflux disease ("gastrointestinal or digestive system or condition:gerd"), fungal infection ("yeast infection,"), migraine ("migraines"), headache ("headaches;"), depression ("psychological or psychiatric problems: anxiety and depression"), abdominal pain lower ("right lower abdominal quadrant") and endometriosis ("reproductive system disorder or condition:endometriosis"). The patient was treated with surgery (bilateral salpingectomy and salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, ovarian cyst, pain in extremity, fatigue, iron deficiency anaemia, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, fungal infection, vaginal infection, migraine, headache, depression, vaginal discharge, myalgia and endometriosis outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, gastrooesophageal reflux disease, headache, iron deficiency anaemia, menorrhagia, migraine, myalgia, neuropathy peripheral, ovarian cyst, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: unremarkable study, other than a 2 cm right ovarian cyst. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: impression: left ovarian hemorrhagic cyst with free fluid in pelvis suggesting rupture/leakage. Right ovary is normal in appearance. Sonographic features suggestive of adenomyosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dyspareunia, abdominal pain lower, pelvic pain, migraine, anxiety, vaginitis, headache, nausea, ovarian cyst, depression. Concerning the injuries reported in this case, the following one was reported via medical records: device breakage. Lot number: 904756 manufacture date: 2011-10 expiration date: 2014-10. Lot number: 922605 manufacture date: 2011-11 expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformities data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the essure devices broke during removal surgery'), pelvic pain ('pain in right pelvic area/ physical pain'), neuropathy peripheral ('neurological condition or problems: idiopathic peripheral neuropathy') and ovarian cyst ('cyst on right ovary') in a 39-year-old female patient who had essure (batch no. 922605; 904756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gout, dysthymia, vitamin deficiency, anemia, allergy, vaginal irritation, apprehension, insomnia, chest pain, joint pain, vomiting, iron deficiency, jaw pain, nausea, upper back pain, dysgeusia, bacterial vaginosis, nabothian cyst and leg pain. Concomitant products included allopurinol, buspirone hydrochloride (buspar), citalopram, escitalopram oxalate (lexapro), ferrous sulfate;folic acid (ferrous sulphate + folic acid), fluoxetine, fluticasone propionate (flonase allergy relief), gabapentin, hydrochlorothiazide (hctz), loratadine, pseudoephedrine sulfate (claritin-d allergy), losartan, meloxicam, omeprazole, sertraline hydrochloride (zoloft), verapamil and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), 3 months 23 days after insertion of essure. On (B)(6) 2015, the patient experienced myalgia ("other injury or complications: pelvic floor myalgia"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginitis;"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), pain in extremity ("severe pain in legs"), fatigue ("fatigue"), iron deficiency anaemia ("iron deficient, anemia"), anxiety ("emotional anguish"), gastrooesophageal reflux disease ("gastrointestinal or digestive system or condition:gerd"), fungal infection ("yeast infection,"), migraine ("migraines"), headache ("headaches;"), depression ("psychological or psychiatric problems: anxiety and depression"), abdominal pain lower ("right lower abdominal quadrant") and endometriosis ("reproductive system disorder or condition:endometriosis"). The patient was treated with surgery (bilateral salpingectomy and salpingo-oophoretomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, ovarian cyst, pain in extremity, fatigue, iron deficiency anaemia, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, fungal infection, vaginal infection, migraine, headache, depression, vaginal discharge, myalgia and endometriosis outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, gastrooesophageal reflux disease, headache, iron deficiency anaemia, menorrhagia, migraine, myalgia, neuropathy peripheral, ovarian cyst, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: unremarkable study, other than a 2 cm right ovarian cyst. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: impression: left ovarian hemorrhagic cyst with free fluid in pelvis suggesting rupture/leakage. Right ovary is normal in appearance. Sonographic features suggestive of adenomyosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dyspareunia, abdominal pain lower, pelvic pain, migraine, anxiety, vaginitis, headache, nausea, ovarian cyst, depression. Concerning the injuries reported in this case, the following one was reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received : lot number added.aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- device breakage,abnormal bleeding (vaginal, menorrhagia); dysmenorrhea, dyspareunia, gerd, yeast infection, vaginitis, migraines, headaches, idiopathic peripheral neuropathy, depression, endometriosis, vaginal discharge, myalgia, abdominal pain lower.events onset date, concomitant drug, medical history and lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('one of the essure devices broke during removal surgery'), pelvic pain ('pain in right pelvic area/ physical pain'), neuropathy peripheral ('neurological condition or problems: idiopathic peripheral neuropathy') and ovarian cyst ('cyst on right ovary') in a 39-year-old female patient who had essure (batch no. 922605; 904756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, gout, dysthymia, vitamin deficiency, anemia, allergy, vaginal irritation, apprehension, insomnia, chest pain, joint pain, vomiting, iron deficiency, jaw pain, nausea, upper back pain, dysgeusia, bacterial vaginosis, nabothian cyst and leg pain. Concomitant products included allopurinol, buspirone hydrochloride (buspar), citalopram, escitalopram oxalate (lexapro), ferrous sulfate;folic acid (ferrous sulphate + folic acid), fluoxetine, fluticasone propionate (flonase allergy relief), gabapentin, hydrochlorothiazide (hctz), loratadine, pseudoephedrine sulfate (claritin-d allergy), losartan, meloxicam, omeprazole, sertraline hydrochloride (zoloft), verapamil and vitamin d nos (vitamin d). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia);"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In (B)(6) 2012, the patient experienced fungal infection ("yeast infection"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), 3 months 23 days after insertion of essure. On (B)(6) 2015, the patient experienced myalgia ("other injury or complications: pelvic floor myalgia"). On (B)(6) 2017, the patient experienced fatigue ("fatigue"). On (B)(6) 2017, the patient experienced vaginal infection ("vaginitis"). On an unknown date, the patient experienced anxiety ("emotional anguish/ anxiety"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), pain in extremity ("severe pain in legs"), iron deficiency anaemia ("iron deficient, anemia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system or condition:gerd"), migraine ("migraines"), headache ("headaches;"), depression ("psychological or psychiatric problems: anxiety and depression"), abdominal pain lower ("right lower abdominal quadrant") and endometriosis ("reproductive system disorder or condition:endometriosis"). The patient was treated with surgery (bilateral salpingectomy and salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, neuropathy peripheral, ovarian cyst, pain in extremity, fatigue, iron deficiency anaemia, anxiety, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, fungal infection, vaginal infection, migraine, headache, depression, vaginal discharge, myalgia and endometriosis outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, endometriosis, fatigue, fungal infection, gastrooesophageal reflux disease, headache, iron deficiency anaemia, menorrhagia, migraine, myalgia, neuropathy peripheral, ovarian cyst, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: unremarkable study, other than a 2 cm right ovarian cyst. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2017: impression: left ovarian hemorrhagic cyst with free fluid in pelvis suggesting rupture/leakage. Right ovary is normal in appearance. Sonographic features suggestive of adenomyosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dyspareunia, abdominal pain lower, pelvic pain, migraine, anxiety, vaginitis, headache, nausea, ovarian cyst, depression. Concerning the injuries reported in this case, the following one was reported via medical records: device breakage. Lot number: 904756, manufacture date: 2011-10, expiration date: 2014-10. Lot number: 922605, manufacture date: 2011-11, expiration date: 2014-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: malfunction was tick. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.